Event description:
Customer reported that he had high blood glucose of 500 mg/dl and his insulin pump was not working correctly. Customer stated that he bloused and his blood glucose dropped to 250 mg/dl and 126 mg/dl within half hour. Customer decided troubleshooting. Customer also stated that his sensor was giving incorrect reading causing his insulin pump to go into threshold suspend. Advised to change his sensor and call if problem remains.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.